Manufacturer narrative:
E2: health professional ¿ (blank) and occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: camera cable has a watertight defect; the camera cable is not watertight; scratches (holes) on the camera cable. A probable root cause cannot be identified. A device history record of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor visibility. There were no reports of patient harm.